Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced increased c-reactive protein (crp) level and discharge on the peg tube site. A culture was taken which revealed gram positive cocci and 1-2 polymorph core leukocytes, with normal skin flora bacteria. On (B)(6) 2019, the patient began treatment with sefazol, 400mg of teicoplanin, and 400mg of intravenous cipro, bid. On (B)(6) 2019, the crp level decreased from 157 to 51 mg/l and the discharge on the peg area resolved.